Event description:
Pt found with 2-3 inch burn to left deltoid area. Ventilator heat sensor (booster) very hot to touch, noted to be touching deltoid area when burn found. The pt suffered 3rd degree burn. Will possibly require excision and skin graft.